Event description:
Clear "plunger" portion of blue clave has aquired a small hole/defect. The clave was not visually defective when placed on PICC less than 24 hours ago. This defect is likely to acquire contaminates and is an infection risk.======================manufacturer response for needleless injection cap, microclave (per site reporter).======================yes, our infection control preventionist is working with this mfg rep this event. Since we have had over 10 of these occur, we are reporting because many may not be aware to even look at these small holes in the device.